Manufacturer narrative:
(B)(4). Final analysis found a corrupted software anomaly. (B)(4).

Event description:
It was reported that during implant procedure, the merlin programmer was used for interrogation of the device. Rf antenna was used but was unsuccessful so the wand was used for the interrogation. Upon interrogation, an error message had displayed. The programmer was rebooted and attempted a re-interrogation and revealed communication was lost. Rf antenna was removed and only the wand was used for interrogation with success.